Event description:
It has been reported to philips that the allura xper fd20 system would not boot and was stuck at 00:00 time. The system was not in clinical use at the time of the event. No harm has been reported. Upon evaluation, the flex pc was determined to require replacement. The flex pc was replaced, the system software was reloaded, and the settings were configured to return the device back to functionality.

Manufacturer narrative:
Philips has investigated this complaint. Review of the system log file showed that there was a malfunction with flexvision pc which resulted in the system not being able to complete the startup sequence. The fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.